Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a leak was observed during use of the shunt sensor. The blood loss amount is unknown, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information and device evaluation). (Device evaluated by manufacturer). (Device manufacture date). The returned sample was visually inspected. The sparger assembly and white cap were not returned and the unit contained dried blood. The returned sample was leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, and no leaks were noted. A retention sample of the same product code and lot number was visually inspected and no anomalies noted. The retention sample was leak tested and no leaks were noted. A possible root cause for this event may have been the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it may not have been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 30, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received indicating that the blood loss was amounting from 50 to 100 ml.